Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a patient with lcp plate presented with a cutaneous allergy on an unknown date. It was unknown if the surgery was completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) lcp metaphyspl 3.5 f/distal-medial humerus. This is report 1 of 1 (B)(4).